Manufacturer narrative:
The device ro 14 037 has been inspected for investigation purpose. The tests performed confirmed that the pointer probe was out of calibration due to transit damage. The internal complaint reference is the following: (B)(4).

Event description:
During a device test part of the preventive maintenance, it was identified that the pointer probe was non-functional. There was no patient involvement reported.